Event description:
The box for this cc4204bf collamer plate lens was returned without any previous allegation of product problem. Writing on the box stated "implanted and removed, lens tore, not saved, lens not retrievable." The reporter stated the lens was inserted and tore. The lens was removed with no harm to patient. The reporter stated it was unknown as to why the lens tore. A back-up lens was implanted.